Event description:
A research article comprised of a long term follow-up study of vns patients. This report captures the deaths reported in the article. One patient was reported to have a seroma and another a hematoma around the battery. Both patient's were conservatively treated without further consequence. The reports of high impedance and increased seizures are captured in MFR report # 1644487-2018-01273. The reports of deaths are captured in MFR report # 1644487-2018-01272.